Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13104032 and h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).

Event description:
This is report 4 of 4 it was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient required hospitalization. Treatment, cause and outcome were not reported. No additional information is available.